Event description:
It was reported that prior to change out procedure, interrogation revealed the patient's atrial lead exhibited low, out of range pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was recovering with no known consequences.